Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6) rev. F h3: a medtronic representative went to the site to test the equipment. Testing revealed that the power supply was replaced and voltage was adjusted. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned power supply. It was installed in a test system and functioned normally. Voltage measured 5.17 vdc and no faults or failures were found. H6: b01, c02 and d02 apply to the system checkout. B01, c19 and d14 apply to concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that this system continued to have issues exposing, using both hand and foot switches. The system appeared to be ready to expose but when a scout shot was attempted, there was no response from the system. The system was rebooted and the issue resolved. No patient was present.